Manufacturer narrative:
Concomitant products: 6935m62 lead implanted (B)(6) 2018; 5076-45 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would get a hiccup or a "shudder and shock" when lying flat on their back. The shudder would not occur if the patient turned on their side. The patient's physician adjusted programmed settings but the sensation is still occurring. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.